Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately four weeks following an intraocular lens (iol) implant procedure, the patient developed iritis, pain, hemorrhage, blurry vision. Medication were prescribed. Three days later, the patient developed corneal edema. Additional information was provided that there was no hemorrhage, it was a red eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that there was no hemorrhage, it was a red eye. The inflammation happened during the six months after the implantation. There were no cultures taken.

Manufacturer narrative:
Corrected information was provided in describe event or problem. (B)(4).

Event description:
The event resolved with treatment.